Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The reporter's full name was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the malfunction was due to a drop damage which caused a visible crack in the neck area of the upper part of the device. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the power module device was not working properly and emitted a red light. During the pre-repair diagnostics assessment, it was determined that the led light was flashing red. It was further determined that the device had no function and the housing at the neck transition was broken. It was further determined that the device failed for information button and self-test, charging and checking of power module in charger, function test and for saw test. It was reported that the event occurred before use on a patient. A spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.